Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad issue. The reporter indicated that the pump does not always respond when pressing the up arrow button on the keypad. A delayed response was also noted when pressing the up arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 08/06/2013 with the following results: testing confirmed no visible damage to the keypad. The contrast and up buttons have an intermittent response. Removed the keypad and found contamination under the up, down, and ok button contacts. There is a visible crack along the battery compartment extending from the threads to the fingerpad.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.